Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) partial lead in segments was returned, analyzed, and no anomalies were found. It was noted that the defibrillation conductor was cut, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. The analyst also noted that the helix was received partially extended and there was blood and tissue on it. When the blood and tissue were removed, the helix was found bent and stretched out of specification.

Event description:
It was reported that more than one week post implant, the patient had pain around the heart. The lead had perforated. The lead was explanted and replaced via sternotomy. No further patient complications have been reported as a result of this event.